Event description:
The patient reported that the cannula had a delayed deployment and only partially inserted into the skin during pod activation. There was no impact on the patient's blood glucose levels reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.